Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported insulin pump's center button was unresponsive. Customer stated that she had to press the several time for button to react. Customer states that up and down arrows were working, but center button was very hard and slow to react. Customer was able to access the menu screen with multiple pressing. Customer stated the battery was replaced, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).